Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during the implant procedure, high capture thresholds were observed. Lead re-positioning was unsuccessful, so the lead was not used and was replaced. No patient symptoms were reported.